Event description:
The customer called and reported she was hospitalized with high blood glucose over 400 mg/dl. No significant events leading to hospitalization were recalled. Customer was wearing her insulin pump at the time she was hospitalized. Date of hospitalization was not recalled. Troubleshooting for high blood glucose was declined. At time of report, customer's last blood glucose was 349 mg/dl. It was stated that there were sometimes air bubbles in the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 1 of 2 manufacturer reports regarding this event. Please see medwatch # 2032227-2015-14984.